Event description:
Customer reported the insulin pump was giving the customer around the same time everyday. Customer continued to state the device was not delivering the bolus the customer was trying to give himself. Customer's current blood glucose level was 397 mg/dl, treated with the device. Troubleshooting was preformed. Customer's symptom was dry mouth. He declined troubleshooting and just wanted the device to be replaced did not feel confident with the device. Customer called again later stating his blood glucose was 147 mg/dl when he fell asleep. When he woke up it was 420 mg/dl, treated with five units of insulin; it only brought it down to 380 mg/dl. He decided to treat again with an additional five units of insulin and two hours later his blood glucose level was 92 mg/dl. Customer is afraid the device is not calibrating correctly and he will over treat and lead to a hypoglycemic event. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.